Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat right atrial flutter using an intellanav mifi open-irrigated catheter they noticed the catheter handle irrigation port was damaged and/or contained a bubble. They flushed the tubing, switched stop cocks, and tried to clear the bubble, however, the issue remained. They exchanged the catheter and the issue was resolved. They completed the procedure without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle.

Event description:
It was reported that during an ablation procedure to treat right atrial flutter using an intellanav mifi open-irrigated catheter they noticed the catheter handle irrigation port was damaged and/or contained a bubble. They flushed the tubing, switched stop cocks, and tried to clear the bubble, however, the issue remained. They exchanged the catheter and the issue was resolved. They completed the procedure without patient complications. The catheter has been received at boston scientific's post market laboratory for analysis.